Manufacturer narrative:
Investigation could not be completed, no conclusion can be drawn as no device was returned and no lot number was provided.

Event description:
Matterhorn observation study pt report indicates a deep wound infection. The source of infection is unk. Original treatment was CABG with ti sternal locking plates. Pt underwent debridement and plate removal. This is the second of twenty four reports for this event.